Event description:
It was reported that during a Knee Arthroscopy surgery, after five to eight minutes of use of the VAPR PREMIERE 90 ELECTRODE device, the system remained stuck in continuous coagulation mode despite release of the activation button. Attempts to clear the fault while the device was not in contact with the patient were unsuccessful. The consumable was disconnected to allow its removal from the patient without damage. During attempts to clear the fault outside the patient's body and while disconnecting and reconnecting the device to the generator, the generator correctly indicated the fault condition. It was reported that there was no delay to the surgical procedure. It was not reported if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.H11: Additional Narrative:As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.